Event description:
A physician attempted arteriotomy closure in the common femoral artery using a starclose device after an unknown procedure. Five days later, the patient presented with a stenosis. A surgical cut-down was performed. The current status of the patient is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.